Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following full deployment of the valve, the patient's blood pressure dropped. "Aog" was performed, revealing occlusion of the left circumflex coronary artery (lcx). It was observed that a thrombus from the mitral valve had embolized into the lcx, causing the occlusion. Subsequently, extracorporeal membrane oxygenation (ECMO) was initiated. A guidewire was passed through the lcx, and a thrombus extraction catheter was used to remove the thrombus. A balloon was applied, and percutaneous coronary intervention (pci) was performed with an onyx stent. ECMO was removed, and the patient exited the room.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following full deployment of the valve, the patient's blood pressure dropped. "Aog" was performed, revealing occlusion of the left circumflex coronary artery (lcx). It was observed that a thrombus from the mitral valve had embolized into the lcx, causing the occlusion. Subsequently, extracorporeal membrane oxygenation (ECMO) was initiated. A guidewire was passed through the lcx, and a thrombus extraction catheter was used to remove the thrombus. A balloon was applied, and percutaneous coronary intervention (pci) was performed with an onyx stent. ECMO was removed, and the patient exited the room. Additional information was received to clarify that "aog" refers to an aortography. Per the physician, the valve and delivery catheter system (dcs) did not cause or contribute to the occlusion.